Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and was found to have dislodged and in the atrium. This lead was then partially abandoned with only the defibrillation portion in use. This lead remains in service. No additional adverse patient effects were reported.